Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that upon initial setup of the potassium secondary infusion, the drug flowed into the primary bag versus the patient. The IV tubing was replaced and the ordered dose was infused. The customer reported no patient harm and no medical intervention required.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of backflow was confirmed. The primary and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were noted. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The root cause of the check valve failure was due to an acrylic particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the acrylic was not identified.